Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing due to noisy signals, which resulted in pacing inhibition. Programming changes were completed for the ra lead, and replacement is expected for both the ra and rv lead. No adverse patient effects were reported. These leads remain in service. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.